Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. The motor was tested outside the device and passed. The unit was received with scratched screen, cracked reservoir tube lip, and stress cracks on the battery tube threads.